Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient reported they were having some leg pain, so they tried to mess with one of the groups and they were not feeling any stimulation down the left leg. Patient said they knew they were supposed to have it there. Patient also said they still had a lot of pain in their abdomen and back. Patient confirmed the pain had been persisting since they were first implanted on the 15th. The patient was redirected to their healthcare provider to further address the issue.